Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse checked for broken or sluggish pinch valves and actuators and found that fluid was leaking from the needle bellows of the instrument during the vent line sensor (vls) backwash. The fse stated that the leak from the needle bellows overflowed accumulating fluid on top of the sample tubes. The fse indicated that the pinch valve (vl9a) was leaking air. The fse replaced several hardware components to resolve the issue. Service activity was performed and was verified to meet the specified requirements per established procedure. It was confirmed that the instrument did not generate any instrument errors or flagging of patient results. Failure mode was related to pinch valve (vl9a) and to an overflow from the needle bellows. (B)(4).

Event description:
The customer reported to beckman coulter having an ongoing issue with fluid leaking from the coulter lh 750 hematology analyzer on top of the sample tubes. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.